Event description:
It was reported that suture placement was attempted using a preclosure technique on a scarred right common femoral artery using perclose proglide devices prior to a abdominal aortic aneurysm interventional procedure. Reportedly, while attempting suture placement with a perclose proglide device, a cuff miss occurred. A second device and a third device were deployed with the same results. Suture placement was successful with a fourth and a fifth device. Hemostasis was achieved using the sutures of the fourth and fifth devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two additional perclose proglide devices are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. A cuff miss occurs when the needle travel path (trajectory) is not correct when the user deploys the proglide device. A cuff miss can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. During manufacturing in-process inspections include verification the needle travel path (trajectory). The needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper trajectory prior to being packaged. A sample is taken for destructive lot acceptance testing to verify the quality of the lot build, including functional verification. Because of the inspections and lot acceptance testing verifying lot build quality, there is no indication of a product quality deficiency. There is no reported information to indicate a manufacture influence on the reported event. Needle trajectory can be influenced by user technique. The proglide instructions for use (IFU) provides the preferred techniques to assure the successful delivery of the suture. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to the observations of this incident. Though the user was trained in use of the proglide device, it was reported the index procedure upsized the access site to a 22fr sheath. The IFU states: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. This would not have influenced the reported experience of cuff miss. There in no indication of a user technique influence to the reported incident. Needle trajectory can be influenced by challenging anatomical conditions. As the needle travels through tissue, the needle trajectory can be influenced by more dense tissue such as scarring, calcification and/or tissue mass, and can be deflected causing a needle to cuff miss. The amount of deflection will depend on the severity of the anatomical conditions. The vessel was reportedly scarred from previous arteriotomy. The scarring, or dense, tissue may have been sufficient to interfere with the needle trajectory, resulting in the cuff miss, but this cannot be confirmed. There is an indication that anatomical conditions may have influenced the reported event. The cause of the reported event is related to the operational context of using the device in a scarred vessel. A review of the device history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis. Based on the investigation, there was no indication of a quality deficiency.